Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-13, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). Additional information reported the pump was replaced on (B)(6) 2018. The cause of the motor stall was not known. The patient's status was unknown.

Manufacturer narrative:
Continuation of medical devices: product ID 8835, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient and a manufacturer representative (rep) regarding a patient receiving baclofen (33.98 mcg/day) and fentanyl (1699 mcg/day) for non-malignant pain and multiple back operations. On (B)(6) 2018, the patient called in because they were having problems with their personal therapy manager (ptm). The patient reported seeing the error code '8476' on their ptm. They patient was taken by ambulance to a hospital. On (B)(6) 2018, the patient reported seeing the code during the night and indicated that it had "potentially happened previously a couple of days ago". The patient reported they had contacted their managing healthcare professional (hcp) about the issue and they wanted the patient to come down to their office, but the office was too far for the patient. A rep was paged to interrogate the pump in the emergency room (ER), but the patient signed themselves out before the rep could interrogate the pump. The hcp indicated they had expected the patient in their office that day, however, the patient never came to the office. On (B)(6) 2018, the patient called in again to report a '8476' code on their ptm. The patient stated that their pump had shut down and had been suffering ever since it had shut down. The patient stated the alarm had been going off and they could not give themselves a bolus. The patient then stated that they believe "this is a disciplinary action because he didn¿t return the old ptm". The patient had received a letter requesting the return of the ptm and believed that their pump was shut off as a disciplinary action. The patient then reported they were in the hospital yesterday and the rep didn¿t come. The patient stated their hcp was 3 hours away and they could not drive there because they were doubled over in pain. The patient was to follow up with their hcp.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the pump was returned for analysis. Logs included indicated that a stopped pump period may exceed tube set message occurred on (B)(6) 2018 at 06:49. The pump medication was fentanyl (10,000 mcg/ml, 1,699 mcg/day) and baclofen (200 mcg/ml, 33.98 mcg/day).

Manufacturer narrative:
Analysis of the pump (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Residue was identified in the motor gear train that contributed to the motor stall. Analysis also found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.